Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2025, she was recently hospitalized for two months. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.